Event description:
It was reported that a patient experienced peritonitis during peritoneal dialysis therapy. The cause of the peritonitis was related to a crack in the minicap. The patient was hospitalized for the event. Treatment details were not reported. Action taken with therapy was not reported. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample was received and an evaluation of the device was performed. A batch review was conducted and there were no issues detected during the manufacturing process. A visual inspection was performed and the reported issue was verified. Leak testing was performed and the issue was identified and duplicated. The cause of the reported event could not be determined. There is a CAPA open to further investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.